Event description:
It was reported that an unknown plate broke during a hand surgery. This report is for an unknown plate. This is report 1 of 1 for com-(B)(4)..

Manufacturer narrative:
This report is for an unknown 1.3mm modular hand plate. Plate was initially reported as broken intra-operatively; corrected to broken post-operatively. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate broke post-operatively. It was noticed during the first post-operative follow up visit. The initial surgery was on (B)(6) 2014. There was a revision surgery on (B)(6) 2015. It is expected there will be another revision surgery for tenolysis in two to three months. It was also reported the patient experienced pain.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Device broke during surgery; it is unknown if device had been implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.